Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission: 08-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 28-feb-2018 with the following findings: during investigation, the pump powered up with a test battery cap to a dim discolored display. The battery compartment was cracked from the thread area to the case seal. Evidence of moisture contamination was found inside the battery compartment. A leak was found at the battery compartment crack. The pump case was removed to find evidence of additional moisture inside the pump on the battery canister and on the transceiver board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.